Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted. Unit had cracked belt clip slot and cracked reservoir tube lip. The motor was tested outside of the device and passed. (B)(4)

Event description:
It was reported that the customer was hospitalized in the intensive care unit on (B)(6) 2014 due to diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer's insulin pump may have received a motor error alarm. Unable to troubleshoot. Advised insulin pump would be replaced. No additional information was provided.